Event description:
User could not get sufficiently low resistance using disposable pads for device to operate. Another defibrillator was obtained and used successfully in this resuscitation. Subsequent investigation revealed that the receptacle portion of a disposable pad was stuck on one pin of the pt cable, blocking the pin from making adequate contact in either disposable pads or paddles. Users did not save disposable pads for evaluation.